Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 05/14/2024. An investigation was conducted on 05/22/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the returned power supply and power cord. The power supply was observed to be intact, with no visual defects observed. An electrical evaluation was conducted. The returned power cord was attached to the power supply and the device was switched on. The green light was observed to indicate that there was power to the device. A pre-cautery test was performed per the instruction for use (IFU) with the returned cable, reference adapter, and vasoview hemopro 2 device, and returned power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The procedure was repeated with a reference power cord and produced the same results. Functional testing of the device was conducted on 06/04/2024. The functional test verifies the power supplies ¿no load voltage¿ and ¿low & high current¿ outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply, mcv00030545 rev b. The complaint vasoview hemopro power supply was tested using a keysight 34461a (bmram ID# 18487) and the complaint lab¿s hemopro power supply test box, mcv00010390. The test results were as follows: no load voltage: 5.51 vdc; low current output: 4.01 amps dc; high current output: 6.02 amps dc. The complaint vasoview hemopro power supply passed all three output tests verifying that this power supply is operating within specification. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical issue" was not confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, t.w. Power supply s/n (B)(6) was not working. The power would turn on and off multiple times. They changed out the cords, then changed generators and everything worked. They closely monitor the equipment, and state it gets put away after cases. And was not dropped or damaged in any way. There was a procedural delay. No patient harm was reported.